Manufacturer narrative:
As reported in a research article, 85 of the 1,241 patients followed after valve implantation had heart block and either a pacemaker or ICD implanted. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Reference manufacturing number: 3007113487-2019-00042, 3007113487-2019-00043, 3007113487-2019-00044, 3007113487-2019-00046, 3007113487-2019-00047. It was reported through a research article identifying trifects that may be related to pacemaker or implantable cardioverter-defibrillator (ICD) implantation. The patient demographics are 73.5 +/-6.4 years old, with 54.1% male and 45.9% female. Details are listed in the article, titled [durability and clinical experience using a bovine pericardial prosthetic aortic valve]. It was reported in the article that 1,241 patients were implanted with a trifecta bioprosthetic aortic valve. The patients had a history of aortic valve stenosis, aortic valve insufficiency, peripheral vascular disease, coronary artery disease, pulmonary disease, stroke, hypertension, diabetes, hyperlipidemia and kidney disease. Post procedure, 85 patients had heart block and had a pacemaker or ICD implantation.